Event description:
It was reported that a patient underwent an ovarian cyst removal procedure on (B)(6) 2011 and suture was used. It was reported that the needle was broken at the tip during use. The broken needle tip was not found. A portion of the needle was retained in the patient. There is no plan to remove the needle from the patient.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Conclusion: the actual needle revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria